Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204 / damaged connector) was investigated. Upon evaluation, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. The cause of the code 204 is the damaged connector. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing code 204 and had a damaged connector.